Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that an occlusion alarm occurred. A system check was performed with tandem technical support and the cartridge was cracked. Additionally, it was reported that air bubbles were observed within the infusion set tubing. Customer successfully changed out the cartridge and resumed insulin therapy. Customer¿s blood glucose level was 226 mg/dl.